Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the fenestrated bipolar forceps instrument had a damaged cable, and there was no energy. The procedure was completed with no reported injury.

Manufacturer narrative:
On 01/08/2024 the following additional information was obtained: the distributor saw the instrument; the metal cable was out through the tip of the instrument. The customer was unable to provide further information.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage or damage to the conductor wire insulation were observed. Additional observation not reported by site: the instrument was found to have the entire length of the main tube surface with degradation. The complaint was confirmed by failure analysis.